Manufacturer narrative:
Corrected data. D4 serial number updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the axillary artery graft site to support the 18-year-old female patient who had been admitted in with cardiomyopathy and cardiogenic shock. The patient had presented in scai stage c shock. The patient was on inotropes, vasopressors, and a vent for respiratory needs. Any other underlying medical history was not shared. The patient was supporting when after 8 days the pump was explanted. At the time of pump explant the team had difficulty with the removal of the pump and observed clot/biomaterial on the pump at the time of explant. The medical team believed there was clot on the graft which the pump had caught. Thrombosis may be due to underlying medical conditions and patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions, as well as anticoagulation status on the pump support.

Manufacturer narrative:
D4 unique device identifier was updated, corrected accordingly. The product returned has been received, after the initial investigation. An evaluation/analysis of the device is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the thrombosis was unable to be determined due to insufficient clinical details. The cause of the difficult to insert through another device was not determined due to insufficient clinical details, no datal logs available, and no product return.